Event description:
It was reported that the unspecified bd¿ pen needle had blockage. The following information was provided by the initial reporter: it was reported by the customer that several needles from the box bought were defective. During several uses nothing came out of the needle.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary:   no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: b.5. Describe event or problem: brand name changed to bd ultra-fine¿ nano pen needle. Event occurred 8 times. D.1. Medical device brand name: bd ultra-fine¿ nano pen needle d.4. Catalog #: 320489 d.4. Lot #: 1027018 d.4. Medical device expiration date: 31-jan-2026 d.4. UDI #: (B)(4). H.4. Device manufacture date: 27-jan-2021.

Event description:
It was reported that the bd ultra-fine¿ nano pen needle was clogged. This event occurred 8 times. The following information was provided by the initial reporter: "during several uses nothing came out of the needle."